Event description:
During laparoscopic laser surgery (vaporizing endometriosis), the sapphire laser tip was noted to be missing from metal retaining collar. Tip could not be located within patient. No harm noted to patient. Patient informed of event by surgeon.